Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k981013. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® serum blood collection tubes, there were stopper pops with leakage off seen in ten (10) tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® serum blood collection tubes, there were stopper pops with leakage off seen in ten (10) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one video for investigation. After reviewing and analyzing the customer provided video, it was observed that one stopper was coming off of a tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. Bd initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.